Event description:
A pedicle screw system was implanted into the patient in 2007 for spinal fixation. The patient fell down and dislodged a locking nut in the pedicle screw system. The surgeon placed a new locking nut to replace the dislodged locking nut on the following month. No other complications or adverse effects from the device have been reported.

Manufacturer narrative:
The dislodged locking nut was not returned for evaluation. Patient fall could have contributed to the dislodging of the locking nut. No conclusions can be drawn.